Event description:
During a coronary stent procedure of a calcified rca, the physician started with rotational atherectomy, however, the pt experienced ischemia and the physician stopped. He then attempted to deliver the stent and was unable to cross the lesion. While attempting to retract back into the guide catheter the stent dislodged. The stent was located and deployed proximal to the target lesion. Pt status is listed as "okay".